Event description:
Edwards received notification from our affiliate in (B)(6). In this case, a patient underwent a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23mm sapien 3 valve. After the valve was deployed, the right side was in 110:-10 to 105:-5 aortic/ventricular position, and the left side was 80:20. Concerned about valve movement, it was decided to perform a valve-in-valve. During 2nd valve deployment, balloon was popped up due to narrow left ventricular outflow tract (lvot). It was pushed in and the valve was deployed. The right side was in 70:30 a/v position, the left side was in 100:0, not targeted position. The operator commented that perpendicular view might have been shifted. The valve remained implanted in the patient and would not be returned for evaluation.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion. Device remained implanted.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record or lot history are required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve malposition was unable to be confirmed as relevant imagery or medical records was not provided for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training manual revealed no inadequacies. As reported, ''the valve was deployed. The right side was in 110: -10 to 105: -5 aortic/ventricular position, and the left side was in 80:20. Concerned about valve movement, it was decided that valve in valve.'' Additionally, ''the operator commented that perpendicular view might have been shifted.'' Per training manual, a coplanar view is critical for correctly positioning and deploying the thv. If coplanar view is not obtained for valve positioning and deployment, it may lead to thv malposition. For this case, it is possible that procedural factors (inadequate coplanar view during valve positioning) may have contributed to the reported event. Since no labeling or IFU/training inadequacies were identified; no corrective/preventive action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.